Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Patient additionally reported "feeling tired" and "breast lump"; these events are not device related. Device remains implanted.

Manufacturer narrative:
A visual analysis of the photographs identified an opening and red particles on the shell. No creases were observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
The device has been replaced.